Event description:
(B)(4) the dealer stated that the calf pad brackets were broken. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - RMA has not been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately eight month old. The owner's manual part number 1154295 rev. C (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's demographics, medical condition, stability and medication regimen are unknown. The consumer's technique while using the device, and maintenance history of the device is unknown. The malfunction has not been confirmed.